Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After pre-dilation, a 4.0x16mm synergy¿ drug-eluting stent was advanced and implanted. During post-dilation, it was noted that the synergy¿ stent had elongated to 20mm under intravascular ultrasound. Angiography revealed that the distance between the stent markers got dilated and there was displacement of the marker during inflation of the stent. The procedure was completed with a different device. No patient's complications were reported.